Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads showed noise consistent with outer insulation of both leads being abraded and conductors touching each other. There were mirrored images of noise on both channels and simultaneous markers. Noise was especially evident on the ra lead. High short interval counts (sic) were noted on the rv lead. Additional follow-up confirmed atrial oversensing was seen with arm movement, but no oversensing was seen on the rv during evaluation. Sensitivity was reprogrammed for both the ra and rv leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, the impedance trend on the atrial pacing lead was variable, and a p-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high thresholds and intermittent capture. The ra lead was capped and replaced.